Manufacturer narrative:
Result: fowler motor.

Event description:
It was reported by service report that the fowler was stuck and would not go down. No patient involvement or adverse consequences were reported.